Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the pump and the cgm were alerting the patient of low values. The patient performed multiple fingersticks to check their blood glucose which ranged from 16 to 17 mmol/l while the cgm was displaying 2.8 to 2.9 mmol/l. The patient attempted to eat however the cgm showed no changes in readings. The patient went to the hospital, when the blood glucose was checked it was 36 mmol/l. The patient was treated with intravenous therapy of glucose and insulin. At the time of the report, the patient was still hospitalized but stable and had planned to be discharged that day. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.